Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds and low r-waves. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds and low r-waves. It was also reported the device experienced early battery depletion. The rv lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID d154awg implantable cardioverter defibrillator implanted: (B)(6) 2007 product ID 694965 implantable tachy lead implanted: (B)(6) 2007 product ID 5076-52 implantable pacing lead implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary : product ID# 6947-58: the distal lv (low voltage) the electrode of the lead was covered in body tissue/fibrotic growth, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.